Event description:
Procedure type: laparoscopic partial colectomy. According to the rptr: on the 5th day after surgery, the pt was doing well and could have a meal. On the 6th day, the pt became ill and there was leakage around the anastomosed part which was detected by imaging. An emergency operation was performed for treatment. It was confirmed there was dehiscence along the staple line which was treated with an additional resection. The pt under observation.

Manufacturer narrative:
(B)(4).